Event description:
Affiliate reports that: "skin marker was used to mark skin around the eye. As soon as the marker came into contact with the skin, ink leaked out of the marker and flew into the eye (blue ink). The eye need to be flushed and the actual surgery was postponed. Complaint sample is not available for eval.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot # has been provided, a review of the mfg records have been reviewed and they revealed that the device conformed to all mfg and quality testing/inspection specifications prior to being released to stock. This is the first complaint for this lot # and this type of issue. Therefore, it is considered to be an isolated event. If at some point the device is returned for eval, this complaint will be re-opened and investigated. Based on this eval, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.